Event description:
An opthalmic surgeon reported no ultrasound during a cataract with intraocular lens implant procedure. The priming test and ultrasound (us) test were successfully preformed, the handpiece was successfully tuned and all indicators were green. At the time of using us with the footswitch control, no us was available. There was no error message displayed. They attempted to tune another handpiece unsuccessfully. Following an unspecified delay, the procedure was completed with an alternate system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).